Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: blood set has no blood filter in the filter chamber. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample in open packaging were provided for investigation. Upon evaluation of the sample, it was observed that the blood filter housing was missing from inside the chamber of the blood set. The photograph was evaluated and confirmed the issue. The reported concern of the missing blood set filter was confirmed. The investigation by the supplier confirmed that the root cause of the missing filter was that there is currently no visual detection method in place to confirm the presence of the tube within the filter after assembly. To prevent recurrence, the supplier will introduce a vision system sensor at the station to detect missing filters in the tube. Additionally, the supplier will investigate the feasibility of periodically challenging the vision camera system to ensure its accuracy and capability. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.